Event description:
During an unspecified procedure, the shaft of the nc monorail catheter broke. The lesion was located in the left anterior descending (lad) artery. After crossing the lesion, the nc monorail balloon was inflated twice to 16 atms. During removal the shaft of the nc monorail catheter broke. The nc monorail remained on the neck of the wire and the catheter and wire were removed as one without incident. No patient injuries or complications were reported. Patient status is listed as "okay".